Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that there was a crack in the battery compartment and denied damage to the battery cap. The reporter stated that the battery cap had never been changed. The user guide recommends changing the battery every six months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a battery compartment crack was observed from the thread area to the case seal. There was evidence of moisture contamination inside the battery compartment and on the underside of the battery cap. The pump was not able to maintain an electrical connection with the returned battery cap due to cap detachment related to the damaged cap threads. A test battery cap was used for all testing. The pump powered on with the test cap and, unrelated to the initial complaint, the display appeared dim and discolored. The pump was removed from the case and there was no evidence of additional moisture or loose components inside the pump. Multiple, unexplainable power reset events were observed in the black box.